Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument for failure analysis. The synchroseal instrument was analyzed and found to have tearing from 0.024¿ to 0.165¿ in length. There was no sign of thermal damage present at the end of both tears. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the synchroseal instrument had a crack at the wrist cover. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The cracked cover did not result in unintended thermal damage to the patient's tissue. The issue was resolved by using a backup instrument.